Event description:
Home pt (hp) contacted quality assurance regarding problems hp was having with 15 of the homechoice sets. Reportedly hp was receiving "reload set" alarms toward the end of the prime cycles. Hp attempted to reload the sets one time after receiving the alarms, and with all sets hp was unsuccessful. Hp reported they would then discard the "inoperable" cassette and connect a new cassette to the used supply bags. Baxter quality assurance advised hp against doing this in the future, as well as contacted hp's rn who will review proper procedure for spiking with hp. No pt injury or medical intervention was associated with this incident, per hp.